Event description:
It was reported that the pt's pump had a motor stall, no symptoms were reported. Confirmed motor stall and motor stall recovery were recorded in the event logs. The pt had an MRI in 2008. The motor stall occurred in the same day at 1435. The stopped pump message was noted about two days laterat 1335. A low reservoir alarm occurred approximately 2 months later. A motor stall recovery was noted in the same day, after the pump was interrogated at refill following spine surgery. No volume discrepancy was noted.